Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of "foreign material was in the auxiliary water channel", "residual liquid or foreign material came out of the suction cylinder", "residual liquid or foreign material came out of the instrument channel": although it was confirmed that the main component of the foreign material was chlorhexidine gluconate, it was not possible to specify the origin of the foreign material. Since chlorhexidine gluconate was detected from the foreign material, it was a possibility of origin of medical solution purpose for disinfection. It was presumed that the scope was rinsed insufficiently after disinfecting and the pharmaceutical ingredient remained and adhered to the channel. The operation manual describes how to inspect for the subject events as below: "[3.3 inspection of the endoscope] ¦ inspection of the endoscope 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 7 inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities. [3.8 inspection of the endoscopic system] ¦ inspection of the endoscopic image 1 observe the palm of your hand using the wli and nbi[white light imaging and narrow band imaging] endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation at the repair center. Upon inspection testing of the returned device, the user's request was confirmed the screen flickers when you focus on the proximal part. It was discovered, there was clogging of the secondary water channel was observed, residual fluid or foreign matter came out of the forceps channel and the suction cylinder, dirt that was difficult to remove by the suction cylinder and there was a foreign object in the auxiliary water supply channel. In addition, there was discoloration of the tip body, the bending angle was insufficient and the play of the angle knob was out of the normal state due to the elongation of the angle wire, the coating on the insertion tube was peeling, the curved rubber and the curved rubber adhesive part was discolored, watertightness was not maintained due to wear of up/down knob, the up/down knob was corroded, the paint was peeling on the suction cylinder, the image was cloudy due to dirt on the objective lens, discoloration of the operation part, switch button 4 was worn out and the light guide connector was corroded. There were also scratches on the image, the hardness adjustment ring, the tip cover, the operation part, the switch box, the operation unit cover, the grip, the universal cord, the video cable and the video connector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the colonovideoscope had abnormal dimming. The screen flickers when focused on the proximal part and halation occurs frequently. Upon inspection and testing of the returned device, it was discovered residual liquid and foreign matter comes out from the suction cylinder. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient cleaning (handling issue) found during evaluation.